Manufacturer narrative:
The insulin pump was not received in stuck manufacturing mode . The pump passed displacement test and self test. Format history file analysis confirmed pump error due to poor solder joints at ambient light sensor on keypad assembly. Performed visual inspection no physical damage noted on flex traces. The pump was received with cracked retainer, minor scratched display window, pillowing keypad overlay, fading serial number label and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had pump error alarms. The customer's blood glucose was 149 mg/dl. The product was returned for analysis.